Event description:
Penile implant, leakage in system, pump, reservoir or tips preventing inflation. Dates of use: 2006 - 2007. Diagnosis or reason for use: organic erectile dysfunction. Event abated after use stopped or dose reduced: yes. Event reappeared after reintroduction: no.